Event description:
It was reported that during a transurethral laser vaporization procedure for prostatic hyperplasia, the fiber leaked light, indicative of a potential break. Due to this, the procedure was completed using another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a bend in the fiber body at 6cm proximal to the glass tip, the bending of the fiber caused it to break, allowing laser light to emit at the break point. The fiber tip had no defects, damage or functional issues. Also, significant detritus (charred tissue) was observed on the fiber tip, indicating the fiber was buried into tissue during use and likely contributed to the bend. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did identify the breakage along the fiber body. It is likely that the fiber experienced inadvertent heavy tissue contacts and the break may have occurred due to excessive force being applied while advancing the fiber into the scope, or during use, leading to the reported event. The reported complaint was confirmed. Based on review of all information available and analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a transurethral laser vaporization procedure for prostatic hyperplasia, the fiber leaked light, indicative of a potential break. Due to this, the procedure was completed using another device. There were no patient complications.